Event description:
A report was received that the patient is having to frequently charge their ipg. Bsn representative analyzed the database and confirmed premature battery depletion. An ipg replacement surgery was recommended but the patient chose to not take any further action at this time due to personal reasons.

Event description:
A report was received that the patient is having to frequently charge their ipg. Bsn representative analyzed the database and confirmed premature battery depletion. An ipg replacement surgery was recommended but the patient chose to not take any further action at this time due to personal reasons.

Event description:
A report was received that the patient is having to frequently charge their ipg. Bsn representative analyzed the database and confirmed premature battery depletion. An ipg replacement surgery was recommended but the patient chose to not take any further action at this time due to personal reasons.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint was confirmed. The ipg's characteristic was changed as the ipg exhibits premature battery depletion, low impedance between vh to ground, and excessive sleep current leakage. The device failed ate test. These are the characteristics of analog ic damage, suggesting that the ipg has been exposed to an extreme condition such a as high electromagnetic or voltage transient environment. The root cause of the damage is unknown.